Manufacturer narrative:
(B)(4). Date sent: 10/5/2023.

Manufacturer narrative:
(B)(4). Date sent: 6/27/2023. Only event year known: 2021. Batch # unk. Health effect ¿ clinical code gastrointestinal system (e10). No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient with history of right sided abdominal pain, obstipation and nausea/vomiting causing him to visit the emergency room. Pleading alleges patient consulted with surgeon and elected to have the recommended procedure of right ascending colon and terminal ileum removal. Pleading further alleges patient had many immediate complications including increased abdominal pain, sepsis, acute renal failure, and anastomotic leak and that healthcare providers failed to recognize signs of leak. On pod #2, patient underwent a laparotomy and colon resection along with an ileostomy. Pleading alleges surgeon was not properly credentialled and trained by hospital and that stapler was defective. No medical records or other information available at this time.